Event description:
Device 2 of 2. Ref MFR report 1627487-2013-07063. The pt received two leads with the same lot number. It was reported the pt was unable to communicate with the ipg using the external devices, and no longer had stimulation. An x-ray was taken which revealed the ipg was in the correct orientation. The pt no longer had staples, and there was no swelling at the ipg site. Follow-up identified the physician undertook surgical intervention. The physician replaced the ipg as it was no longer responsive. In addition, both leads were replaced due to migration. The entire system was replaced due to the issues. It was reported the pt had effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.